Manufacturer narrative:
(B)(4). The customer reported receiving a blue alarm with a speaker malfunction. No pt harm was reported. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported receiving a blue alarm with a speaker malfunction. No pt harm was reported.